Event description:
The customer reported that during a routine check of the iabp, the power switch functioned intermittently. No patient was involved.

Manufacturer narrative:
The company representative observed that the power only turned on and off when the line cord was plugged in. He also observed that when the line cord was unplugged and power was on, the pump could not be turned off. The company representative replaced the power supply (part number 0014-00-0033e05). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).